Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and under delivery by the insulin pump. Customer does not want to troubleshoot. Blood glucose reading was 400 mg/dl. The customer declined to troubleshoot for the high blood glucose incident. Customer had symptoms like vomiting and severe headache. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated high blood glucose level with insulin pump. The pump will be returned for analysis.